Manufacturer narrative:
It is indicated that product is not returned for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation was performed. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2014, inratio: 1.5, poc meter: 2.6. Time between tests: within 5 minutes therapeutic range: 2.0-3.0 patient self- tester was milking finger after finger stick. Pt self-tester has a port and it was flushed with heparin on tuesday (B)(6) 2014; his wife informed tech service rep that it is a very small amount of heparin.